Manufacturer narrative:
The reported event of unacceptable threshold was not confirmed. As received, a complete lead was returned in one piece. Final analysis found no indication of internal shorts. No anomalies were detected with the exception of procedural damages.

Event description:
It was reported that patient visited the device laboratory for a left ventricle (lv) revision due to high threshold. The lv lead was explanted and replaced. The patient condition was stable throughout.

Event description:
It was reported that patient visited the device laboratory for a left ventricle (lv) revision due to high threshold. The lv lead was explanted and replaced. The patient condition was stable throughout.